Event description:
It is reported that the surgeon rasped the femoral canal and inserted the stem. Upon inserting the femoral stem the patient's femur was fractured. The surgeon believes that the rasp and implant are not the same size.

Manufacturer narrative:
This report will be amended when our investigation is complete.